Event description:
Unomedical reference number (B)(4) event occurred in norway on 29-may-2024, it was reported that patient was hospitalized because blood glucose level was raised to 21 mmol/l as a consequence of infusion set cannula bent event. Therefore the patient was treated with correction bolus via pump and IV fluids. The patient was released from hospital on (B)(6) 2024. No further information was available.